Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during preparation for a greenfield filter placement in the vena cava, the filter was partially deployed in the inner pouch. The procedure was successfully completed with another of the same device. No pt injuries or complications were noted. Pt status is reported as "okay." Additional info regarding this event has been requested.